Manufacturer narrative:
Initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp in the closed position. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one video and one actual sample were received for evaluation. A visual inspection with the naked eye identified no issues on the actual sample and no visual leaks were observed on the attached video. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.